Event description:
It was reported to us that the nurse removed the inflation device from the box to prepare. The nurse did not notice any damage to external or internal packaging. Prepared inflation device as per IFU with ½ solution. Device was connected straight to the semi compliant balloon, pulled back negative to prep the semi compliant balloon. The dr requested the nurse to go to nominal atm (to pre dilate the vessel). The nurse turned the black dial clockwise to begin inflation but the guage only went to just above 1 (not beyond 2). The nurse kept turning the black dial and advised the cardiologist that the gauge was not going up. The balloon was observed on fluoroscopy to be dilating but dr did not know what atm the balloon was being inflated to. Just as the cardiologist and nurse both communicated this to each other, the semi compliant balloon ruptured inside the coronary artery. The nurse released the gun and pulled back to stop inflation. The nurse indicated that the plastic tubing from the balloon to the inflation device was straight and not kinked. The balloon delivery system was removed from the patient. As the cardiologist and nurse were not sure if it was the inflation device or balloon that caused the issue, the cardiologist then proceeded to use a stent. The stent was placed inside the left coronary artery , the inflation device attached to the stent system, the dr asked to take the inflation device to negative, then go forward, then deploy stent. Again the nurse twisted the black dial to inflate the stent but the gauge did not go above 2. The stent was observed to deploy and was opposed to the artery wall but without the operator knowing what atm was used to deploy the stent. The stent delivery system was removed from the patient, a new inflation device was opened and used to complete the procedure of using a nc trek to post dilate the stent. The new inflation device worked perfectly without any issues or problems.

Manufacturer narrative:
(B)(4). Mechanical issue evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual device used during the case was evaluated. Visual examination of the returned inflation device revealed that there is some residual green fluid in the barrel of the device. The needle on the gauge was at zero. A pressure test was conducted and the needle did not move. The device was sent to the contract manufacturer for investigation. The gauge was again pressure teste and the needle was sticking at 2 atm. The gauge was then disassembled and components were inspected and no damage was noted to the internal mechanism. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for defective gauge; however the exact cause is unknown. The analysis is complete as of today (B)(4) 2013.